Event description:
It was reported that the patient had received medical attention for hypoglycemia. The patient's blood glucose levels had dropped to 21 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their blood glucose level 3 hours after their last meal was 200 mg/dl. The patient reports giving manual boluses of insulin. The patient reports their brother had attempted to provide both juice and a sandwich to them.once the paramedics arrived the patients pod was removed. The patient was treated with glucose as well as intravenous fluids with sugar. The patient was with the paramedics for 1 hour. The patient reports they are now using manual insulin injections. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.